Manufacturer narrative:
Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is smartview system. It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the following results were all taken within ten minutes: 150 mg/dl on doctor¿s meter, 295 mg/dl on aviva system, 149 mg/dl on doctor¿s meter, 300 mg/dl on smartview system. No adverse event reported with these readings. A request was made for the return of the meter and strips, replacement sent.